Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, customer reported being unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Product return was requested for mmt-1880 and customer response was the device will be returned.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No prime fill anomaly noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2024 at 07:46:41.000pm during bolus. No prime/fill alarms noted in the pump history/trace files. Force sensor was measured and is within spec (22.9mv at zero offset). No damage noted at the electronic assemblies during visual inspection. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case battery tube, cracked case corner of belt clip rails, and cracked battery tube threads. Alleged prime/fill anomaly not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.